Event description:
Customer reported 4 blood leaks in a certain month in 2001 on the reported dialyzer lot number. The breakdown of the leaks are as follows: one leak noted on event date, use #3; two leaks noted three days later, use #'s 3 and 8; and one leak noted six days after this, use #6. All leaks were noted by leak alarms and confirmed with positive hemastix results. The estimated blood loss was approximately 200 cc per incident. Treatments were continued with new dialyzers and new blood lines without incident. No patient injuries or medical intervention reported.